Event description:
It was reported that a spectrum pump alarmed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105, caused by a dislodged component on the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.